Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet with a dexcom g7, with a lowest recorded blood glucose of 56 mg/dl that occurred briefly and was treated with rapid-acting oral carbohydrates; glucose rose to 98 mg/dl during the call. Symptoms included low blood glucose without loss of consciousness or other acute complications. Outcomes included self-treatment without medical or outside assistance and subsequent stabilization of glucose. Investigation included troubleshooting and education regarding pump use and contact with the trainer for potential settings review. Investigation of this case revealed no device malfunction and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.